Event description:
It was reported that the patient felt leg give away while watering garden. Admitted to ER on (B)(6). Revision surgery performed (B)(6) with gmrs proximal femoral replacement and poly liner exchanged for new mdm liner and insert. Additional information provided by the sales rep on (B)(6) 2012 indicated that the patient experienced a trauma and presented to the ER with a femoral fracture and a broken mod. Con. Distal stem, cat # 6276-7-015.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.